Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked brown rusty fluid into battery chamber. The subject device has not been returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, a bard/davol hydro surg lap irrigator leaked brown rusty fluid into the battery chamber. There was no reported patient injury.